Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated the model number of the device involved in the event. Reference (B)(4) follow-up 1.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a blister aneurysm. It was reported that the patient underwent pipeline embolization procedure and subsequently had a cerebral ischemia, left frontal intra-parenchymal hemorrhage, and went through aggressive hyperosmolar therapy.the patient expired. The attending physician stated that the patient's death was not a result of the pipeline procedure.